Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 12/7/2020 additional h6 component code: g07002 - fixation tab failure a manufacturing record evaluation was performed for the finished device qcmpup, sxpp1a405 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported that fixation feature breakage during hip replacement surgery. It was received for analysis an empty opened labeled winding former and a used needle-suture piece of product code sxpp1a405, lot qcmpup. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab was broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the fixation feature breakage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the fixation feature broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.